Event description:
Customer reported that the screen on the insulin pump is cracked and is getting hard to see the numbers and controls. Customer stated that he has been in a few vehicle accidents, but has kept the device in the pocket at all times. Blood glucose value is 75 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with blank display due to cracked bleeding lcd glass. Device received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.